Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-25022021-0000903966 submitted for adverse event which occurred on 4/21/2009. Mwr-25022021-0000903975 submitted for adverse event which occurred on 11/12/2018.

Event description:
It was reported by an attorney that the patient underwent a surgical procedure on (B)(6)08 and mesh x2 were implanted. It was reported that the patient underwent removal surgery on 11/12/2018 due to recurrence of sui, scarring and chronic pelvic pain. No additional information was provided.